Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due noise with oversensing that resulted in inappropriate shocks. No additional adverse patient effects were reported.